Event description:
In 2008, it was reported to boston scientific corp that a prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure a week earlier. According to the complainant, during the procedure, 60 cubic centimeters of water were added to the cartridge to finish the case and it was suspected the compression balloon leaked. No pt complications were reported as a result of this event. The pt's condition was reported as "ok."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.